Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose of 32 mg/dl the day of the call. The customer treated with food. Blood glucose at the time of the call was 300 mg/dl. The customer did not receive emergency medical attention. The customer was using the insulin pump system at the time of the incident. The customer also experienced sensor reading discrepancies. Sensor glucose was reading 70 while blood glucose was low. It was mentioned that the customer¿s mother read in social media a group of people saying that low blood glucose can be associated to insulin pump errors. Troubleshooting for low blood glucose was performed. The insulin pump passed the displacement test. The reservoir is showing the same amount of insulin as shown on the status screen. The reservoir will not be returned for analysis.